Event description:
During visual review of material being sent to hospital, it was discovered that the spring on a peg-xtndr had corroded. The non-conforming part was returned to the distributor, at which point the distributor notified trimed of the complaint on (B)(6) 2017. This incident occurred in chile. This type of malfunction for this part has an occurrence rate of (B)(4) based on sales since 2010.